Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician experienced difficulty during insertion. The dilator became bent. It was noted normal pressure was applied.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported that the physician experienced difficulty during insertion. The dilator became bent, this issue was confirmed. The actual complaint sample was not returned for evaluation. A photo from the customer was returned. Visual examination of the customer photo revealed that the dilator body is bent. In addition, there is some biological material visible on the dilator body in the photo. The report was reviewed; however a comprehensive investigation could not be performed because the actual complaint sample was not returned for analysis. The instructions for use states to enlarge the cutaneous puncture site with the cutting edge of the scalpel positioned away from the guide wire already placed in the patient. The customer did not report their insertion technique or if they enlarged the puncture site. The device history records were reviewed with no evidence to suggest a manufacturing related issue. The probable cause of the dilator being bent during insertion could not be determined based upon the information provided and without the actual complaint sample. No further action will be taken.